Event description:
It was reported by the patient that the implantable cardiac defibrillator (ICD) was toning every four hours. Follow up information was attempted, however, was unable to be obtained. The ICD is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.